Manufacturer narrative:
Continuation of d10: 620bg33 heart band, implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately five months post implant that the right atrial (ra) lead exhibited high undefined impedance. It was also reported that the ra lead displayed under sensing during atrial tachycardia/atrial fibrillation (at/af) events resulting in termination of at/af detected events in progress and unnecessary pacing at times. Additionally, the right ventricular (rv) lead exhibited low impedance. Both the leads remains use. No patient complications have been reported as a result of this event.